Event description:
An event occurred with the bgstar system where indirect harm occurred because the patient injected a higher insulin dose and went into hypoglycemia based on readings on the bgstar which were presumed to be too high.

Manufacturer narrative:
Meter s/n (B)(4) and test strip lot # ij14wc13c, exp: 11.2012 with range 6.0 - 9.0 mmol/l were tested on (B)(6) 2012. Performance results as follows: 8.6 mmol/l, 8.5 mmol/l, and 8.5 mmol/l. The complaint could not be confirmed. The function test showed the bg star meter worked properly and met specifications.